Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. A batch MDR is being submitted to represent batch run #(B)(6) for the 14 samples in this run. This will represent one event on a single device as per FDA guidance. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the kit cobas 6800/8800 sars-cov-2 480t. A customer from (B)(6) alleged that they received potential false positive results for 25 patients¿ samples from 2 different batch runs when tested with the kit cobas 6800/8800 sars-cov-2 480t analyzed on the cobas® 6800. The customer reported that on (B)(6) 2021 they observed for batch run #(B)(6) generated sars-cov-2 positive results for 11 patients¿ samples, batch run#(B)(6) generated sars-cov-2 positive results for 14 patients¿ samples. The 25 patients¿ same samples in batch runs #(B)(6) were repeat tested on a different cobas® 6800 instrument that generated sars-cov-2 negative results for each of the samples. Patients¿ samples were collected using cobas pcr media in cobas pcr media kit. The customer confirmed there were no allegations of harm to the patients. The negative results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two mdrs will be filed one for each batch run as per FDA guidance.

Manufacturer narrative:
No product problem related to the customer allegation was identified. Based on the totality of the investigation, there is no product issue discovered. Additionally, contamination of the system is suspected. The customer reported generating no more unexpected positive results after decontamination. (B)(4).